Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 430 mg/dl. During troubleshooting with tandem technical support, a cartridge alarm 1 occurred. The customer successfully loaded another cartridge and delivered insulin via the fill tubing to address the bg level.